Event description:
It was reported the powered wheelchair joystick is not working properly. As a result, the patient lost control of the powered wheelchair (while utilizing the joystick) and ran into a wall. The patient sustained an injury his knee; however, details regarding the severity and/or treatment of that injury was not provided.